Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the device won¿t charge because the adhesive disks won¿t hold in place. The adhesive disks were useless. There were no patient symptoms. It was unknown if any troubleshooting, diagnostics, or actions were performed. The outcome of the event was unknown. Additional information was received from consumer. It was reported that patient was using belt with adhesive disks. They were having a lot of pain in battery pack area and were having hard time making a good connection. It was also reported that removing the adhesive disk really hurt and aggravate the battery pack area. It was reported that the patient was having difficult charging and wanted to meet with a manufacturer representative (rep). It was reported that it was a big issue and the patient needed to meet with someone. The patient can't get a good connection. The patient keeps trying to charge and it won't charge more than a couple of bars. The patient said it won't fully connect. The patient said after she is done she is in so much pain. The patient said that they messed with it for 7 hours and never got it to charge completely. The patient said it is like this every time she charges. The patient said she contacted the hcp off and was told to call the manufacturer. The patient guessed the issue started 6 months ago and said it has gotten worse. A rep said they would reach out to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the difficulty charging, the patient not getting a good connection, the implantable neurostimulator (ins) not charging more than a couple of bars, and the patient having charged for 7 hours and still not getting it to charge completely was unknown. The manufacturer representative had called the patient on (B)(4) 2018 and had not received a return call. As of the date of the report, the charging issues had not been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: neu_unknown, serial# unknown, product type: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that they were still waiting for the clinic lab to release the implant. The device will be returned to manufacturer at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient was having a difficult time charging for 6 months and has pain at the battery site. The patient said they charge all day to get the battery to 50%. Impedances were all within normal range. The ins was explanted. The issue was said to be resolved. No further complications were reported.